Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 795 mg/dl and high ketones levels. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6)2023 with the issue resolved and no permanent damage. Reportedly, the customer alleged high bg was due to another medical condition that caused malnutrition, causing the high bg. During troubleshooting with tandem technical support, it was discovered that the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer declined performing a system check with tandem technical support.